Manufacturer narrative:
Patient information was not provided. Therefore, section a was left blank. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that multiple patients treated with impella pumps experienced ischemia and strokes during support. The medical staff reported that they had two or three strokes and three ischemic arms from axillary impellas this year. Two of the strokes occurred on patients with heartmate 3 devices, and one was a catastrophic stroke. The banner tucson lab found the partial thromboplastin time and anti xa results to be sub-therapeutic, and this has been corrected. Patient information was not provided.

Manufacturer narrative:
The investigation has been completed. Ischemia/ stroke: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the necessary materials were not returned for analysis so the serial number could not be identified to complete history review inspection.